Event description:
On 05/01/2025, intuitive surgical, inc. (Isi) received voluntary medwatch user facility report (B)(4) stating: while using a da vinci maryland bipolar forceps arm during a robotic radical prostatectomy, the cable broke inside the patient. No pieces broke off into the patient and the cavity was searched thoroughly to ensure nothing was left behind. Nothing was found. The robot arm was removed and a new one was obtained and used.

Manufacturer narrative:
The 8mm maryland bipolar forceps instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the image(s) of reported 8mm maryland bipolar forceps instrument were provided. No fragment(s) fell into the patient's anatomy. There were no serious problems to the outcome of the surgery. There was no patient injury. Customer stopped using the instrument as soon as it was observed to have a broken cable and was replaced with another bipolar instrument. A review of a customer provided image was performed by an intuitive surgical, inc. (Isi) regulatory market surveillance analyst. The image depicted a broken cable. The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
Refer to h11 for follow-up information.